Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. Low battery alert alarmed on 05/01/2017 10:46:00.000 was found in the history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, pillowing keypad overlay, cracked retainer, faded serial number label, and corroded battery tube. No power errors noted and passed all required testing. Anomaly noted by customer was confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was via phone call replace battery now alarm on the insulin pump. The patient's blood glucose level was 12.9 mmol/l. Troubleshooting for the alarm was performed. The caller was advised that the issue recurred twice without a low battery alert. The caller advised that they replaced the battery on the device multiple times and the issue remained unresolved. The caller was advised to discontinue use of the device and revert to a backup plan. The insulin pump was not returned for analysis.